Manufacturer narrative:
H6: added additional clinical code. Added impact code.

Manufacturer narrative:
The gore® cardioform septal occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: endocarditis.

Event description:
It was reported to gore a 25mm gore® cardioform septal occluder was implanted on (B)(6) 2020 to treat a patent foramen ovale. Within a day the patient developed subtle fever, was feeling a little bit tired, had a little bit of a runny nose, but otherwise was alright. The patient was staying in another town which impaired a little bit with check-up. C-reactive protein was 150 at another hospital on (B)(6) 2020 and spontaneously fell to 83 on (B)(6) 2020 and 52 on (B)(6) 2020. Trans-oesophageal echocardiogram on (B)(6) 2020 found a 13x4 mm large vegetation on the right side of the device. The device was explanted on (B)(6) 2020. Perioperatively large vegetations that were noted on both sides of the device and adhered to both atrial walls were removed. The atrial septum was closed with a bovine patch. Blood cultures (acquired before start of antibiotics), cultures from the device and 16s-dna were all negative. One month of antibiotic was given. During treatment a bullous dermatosis developed and was diagnosed as iga-dermatosis due to vancomycin treatment, which was discontinued and the dermatosis healed. The patient has now fully recovered and was feeling well at last check-up (B)(6) 2020.